Manufacturer narrative:
The explanted products were not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system presented for a routine device follow-up. The device pocket was open and the device was exposed; an infection was suspected. The patient was hospitalized and the system was explanted. A new pacemaker was planned to be implanted at a later date, after the antibiotic treatment was complete. No additional adverse patient effects were reported.